Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. Patient data review shows that a dense opaque bubble layer (obl) superiorly and close to the hinge position. This obl is caused by formation of gas during the cutting procedure. The provided treatment report does not show any abnormalities regarding geometry settings, device settings (energy, spacing), docking and procedure time. However the chosen canal length appears too short, which might have caused a dysfunction of the canal. The created obl leaves a cut with larger tissue bridges that might result in a less regular bed surface and could describe why the flap was adhesive and difficult to lift. Obl is also known as a sight effect of femtosecond lasik and described in various publication¿s. No technical root cause was identified as the product was found to be within specifications. The root cause could be the short setting of the canal by the user that caused obl. Obl caused difficulty to lift flap. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgical technician reported a incomplete corneal flap during a lasik procedure. Reporter indicated there was a large area of opaque bubble layer (obl) near the hinge during corneal flap creation. Surgeon was unable to completely lift flap in this area but still achieved enough bed exposure to complete lasik treatment. Upon follow up, the reporter indicated post-operatively, patient is doing well and the flap is clear and secure.